Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. On dec 20, 2024 the unknown 3i biomet mount was identified as item mmc15. Therefore, the product number was updated in the complaint as such. Zimvie received one (1) mmc15, (implant mount 3.4mm(d) x 15mm(l)) for evaluation. Visual evaluation of the as returned device identified the mount with signs of use and some damage around the drive feature, likely due to the removal process. The mount was observed attached to the returned implant, and wouldn¿t disengage from each other during a physical / functional test. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mmc15 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is excessive torque applied - customer error. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown. H4: device manufacturer date: unknown / not provided.

Event description:
It is reported that when placing the implant at tooth site #32, the implant mount was stuck to the implant and it could not be removed. Additional appointment required: not indicated. Symptoms as a result of the event: not indicated. Surgery completed using another device.